Event description:
False-negative results. The end user reported that they tested 6 times and every time the result was negative for both leu and nit. They went to get tested by a healthcare provider and the test confirmed that they were positive for leu and were prescribed antibiotics. The user confirmed that they performed the test procedure correctly each time that they tested.

Manufacturer narrative:
The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for urs5090125 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from urs5090125 met the qc criteria. We have not found the complaint issue from the retained strips. The complaint is not verified.

Event description:
False-negative results. The end user reported that they tested 6 times and every time the result was negative for both leu and nit. They went to get tested by a healthcare provider and the test confirmed that they were positive for leu and were prescribed antibiotics. The user confirmed that they performed the test procedure correctly each time that they tested.